Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience withdrawal symptoms and went to the emergency room a day after implantation. A catheter access port (cap) dye study was performed on (B)(6) 2015 and determined that the catheter was patent. The pump was refilled with medication and the pump therapy continued.